Manufacturer narrative:
The device has been returned/received to date but is pending evaluation. A supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 398 mg/dl while wearing the pod between 36 and 48 hours. While "sleeping," the cannula dislodged from the infusion site (arm). The skin was irritated and red. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. Additionally, the cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined. No other problems found.